Event description:
It was reported that pt went to cath lab on evening of 2005 due to chest pain. Iab was inserted without incident. The following morning, pt went to or for surgery. Arrow clinical support (acs) was present during surgery. Dr asked acs if he could move iab out of his "field". Acs responded it would be fine. Dr removed sutures, repositioned and re-sutured catheter on side of leg. Surgery completed without difficulty. Later that day, nurse rolled pt on side. Iabp began to experience helium loss alarm. Iabp was reset but frank blood was observed in helium tubing. Iab was removed. Re-insertion not required. During evaluation, central lumen was found broken 4mm above bifurcation. It cannot be determined how or when central lumen was compromised. DHR reviewed without findings.